Manufacturer narrative:
Patient information was unavailable. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device during a procedure. It was reported that the straight tip was displayed about 1 cm over the intended target on the spinous process. Site had just prior verified the attachment. The tool card was removed, re-added, and instrument re-verified to resolve the issue. There was no impact to patient. There was a reported delay to the procedure of less than 1 hour due to this issue.

Manufacturer narrative:
Patient demographics were updated to proper values. The delay is surgery was reported to be 5 minutes. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A software investigation analysis was initiated to determine the probable cause of the issue through log analysis. Analysis found that through engineering review of provided logs, they showed multiple "infrared interface errors", indicating that there was camera interference causing intermittent tool tracking. The behavior described is the intended behavior of the software. The software was functioning as designed. If information is provided in the future, a supplemental report will be issued.